Event description:
Began experiencing severe vertigo, heart palpitations, general weakness and fatigue, severe neck and back pain. Became extra sensitive to myriad of things. Saw various alternative medical professionals. FDA safety report ID# (B)(4).